Event description:
Md reporting that pt had "symptoms" due to large mass that migrated forward after a previous implantation. All material was removed from eye and pt has been comfortable post surgery.